Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2020. Blood glucose reading was more than 600 mg/dl. The customer reported they had been using insulin pump within 48 hours of reported high blood glucose. Customer declined for troubleshooting due to high blood glucose. Customer was not using auto mode feature. Customer went to hospital on (B)(6) 2020. Blood glucose at time of admitted was 549mg/dl. Customer declined to admit and went home and treated her blood glucose manually which brought down blood glucose level. The insulin pump will be returned for analysis.